Event description:
As reported by a journal article, fredel et al, vena cava filter practices of a regional vascular surgery society; annals of vascular surgery inc, doi.org/10.1016/j.avsg.2011.11.033; at unspecified period of time following placement of a trapease filter, a patient experienced inferior vena cava thrombosis. As per the author of the article, this was essentially anonymous information gathered from a survey. The reporter knows nothing of the particulars about any of the complications with any of the filters. The information was merely documented as the information was received.

Manufacturer narrative:
As reported by a journal article, fredel et al, vena cava filter practices of a regional vascular surgery society; annals of vascular surgery inc, doi.org/10.1016/j.avsg.2011.11.033; at unspecified period of time following placement of a trapease filter, a patient experienced inferior vena cava thrombosis. It is unknown if the thrombus extends into the filter or the extent of the thrombus. No additional information is available. As per the author of the article, this was essentially anonymous information gathered from a survey. The reporter knows nothing of the particulars about any of the complications with any of the filters. The information was merely documented as the information was received. There was no reported patient injury. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava thrombus located below the filter does not represent a device malfunction. Factors that may have influenced the event include patient, pharmacological and lesion. There is no medical evidence of a causal relationship between the vena cava filter and the formation of thrombus in the inferior vena cava. Fredel et al, vena cava filter practices of a regional vascular surgery society; annals of vascular surgery inc, doi.org/10.1016/j.avsg.2011.11.033.